Event description:
Pt resided in an extended care facility. He had history of having an acid implanted in 2005. On the date of admission, he was in his room when he called out and was found in cardiac arrest. Ems was called and he was pt bf was transported to our facility per life flight. During transport, it was noted that he was in a sinus tach arrythmia but that his aicd was firing. Upon arrival, the aicd was turned off and a history ran. It indicated that the pt had received numerous shocks and a fractured wire was diagnosed. Pt had suffered severe hypoxia and brain injury. Hypothermia protocol was followed to no avail. The pt was terminally weaned from the ventilator in 2008. Where the aicd was originally implanted is unk. It was not done at our facility.